Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie not detected on bus. As per part investigation, it was determined that there were faulty assy cable ribbon rowboard and thermal damage short between adjacent copper strands of the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report condition of "cubies not detected" was confirmed during field service engineer (fse) testing and subsequently confirmed during the dchu testing and inspection process. According to work order #(B)(4), the fse reported that auxiliary 1 drawer full height 6 was not detected on bus. Then, the fse replaced pmc (pyxibus module controller), half height drawer controller, retractor band, row boards cable, latch sensor and positioning sensor but the problem remained. Later, the fse replaced drawer from customer spare unit and reassigned drawer position. Hta tested pass. The report was closed. During dchu visual inspection: pn 151622-01: the "pcba dwr cntlr v1.10/v1" was received with no signs of physical damage, fluid ingress or missing components. Pn 151903-01: the "pcba fh cubie pmc" was received with no signs of physical damage, fluid ingress or missing components. Pn 353578-01: the "assy cable ribbon rowboard" was received with no signs of worn or scorched insulation, black marks, heat related discoloration, or exposed copper conductors and damage to any of the connectors. Pn 353844-01: the "assy retractor dwr hh cubie" was received with copper strands in contact with adjacent copper strands. During dchu testing: pn 151622-01: was evaluated on an esd protected surface with a calibrated dmm and it passed during the resistance testing on components d501, mosfet q501 & q601. A functional testing was performed using a dchu hta equipment and no issues were found. Pn 151903-01: was evaluated on an esd protected surface with a calibrated dmm and it passed during the resistance testing on components (diodes and resistors) and fuse f201. A functional testing was performed using a dchu hta equipment and no issues were found. Pn 150825-01: was evaluated on an esd protected surface with a calibrated dmm and it passed the continuity testing. It failed during the functional testing, due to not detecting the cubies. Pn 353844-01: the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported condition of "cubies not detected" was determined as follows: a faulty "assy cable ribbon rowboard" (pn 150825-01) which compromised the drawer's communication. A short between adjacent copper strands of the "assy retractor dwr hh cubie" (pn 353844-01) which led to the observed thermal damage.